Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01302. It was reported that the patient experienced ineffective stimulation and high impedance issues due to lead migration. Migration was confirmed via x-rays showing one of the leads had migrated to the side. Reprogramming was attempted, but was unable to restore effective therapy. In turn, surgical intervention may take place at a later date to explant the entire scs system. It is unknown which lead migrated, therefore both leads are being reported.